Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Customer¿s blood glucose level was 152-153 mg/dl. The customer continued to use the pump for insulin therapy.